Manufacturer narrative:
Device has yet to be returned for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device overheated and the bur would not attached. There was no impact on the patient.

Manufacturer narrative:
The reported issue was not foound during the investigation. Abnormal sound was noted. The overhaul was performed. The collet was replaced. It was confirmed that the product worked normally. The product was tested to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device overheated and the bur would not attach. There was no impact on the patient.